Manufacturer narrative:
The electrodes used are labeled mr conditional by the manufacturer, however, the use of the electrodes is not approved by siemens. (Unilecttm 4841p electrodes, unomedical ltd. (B)(4)). This event occurred in (B)(6).

Event description:
Siemens became aware of an adverse event involving a siemens magnetom skyra system through an article published in the journal of radiology and imaging. An unusual case of a third degree skin burn was reported using MRI electrocardiographic leads. The electrodes are labeled mr conditional by the manufacturer, however, the electrodes are not a siemens approved product. The vendor of the electrodes was informed by the user when the incident occurred, however, siemens was not informed of the incident as no malfunction of the siemens system was observed. The patient did not require any medical treatment.